Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, malfunction - no fluid.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation. Attempts have been made to obtain additional information surrounding this event. However, additional information has not been received. If additional information becomes available, the complaint will be re-evaluated according to procedures. The device was discarded by the explanting facility. Without the benefit of analyzing the explant, quality cannot confirm any observations and cannot comment on the condition of the device. Since the device was implanted for such a long period of time, the most likely root cause may be attributed to expected aging of the device. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 745375.